Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(6)

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files were not uploaded. Our field service engineer (fse) was on site to investigate the issue further and narrow the issue down to the safety valve membrane. The membrane was repositioned. After repositioning the membrane, the ventilator passed all functional and safety test and was returned for clinical use. No part was returned for further investigation. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).